Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the outer insulation of the lead was extrinsically breached due to a tear, and visual summary analysis of the lead indicated apparent explant damage; full lead in segments returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead has had increasing and high pace/sense impedance and threshold measurements. It was also reported that the sensing integrity count (sic) has increased. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead has had increasing and high pace/sense impedance and threshold measurements. It was also reported that the sensing integrity count (sic) has increased. It was further reported that there was a possible lead fracture. The lead was explanted and replaced. During explant, it was noted that the lead had originally been sutured directly on the lead body without using a suture sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. There were two patient alerts for pacing impedance greater than 3000 ohms on 2012 (B)(4) and 2012 (B)(4). Weekly pace lead trend data showed a gradual increase for minimum and maximum ventricular pacing equal to 808 ohms to 8432 ohms (peak) between 2011 (B)(4) and 2013 (B)(4). (B)(4).